Event description:
Drive devilbiss is the initial importer and distributor of the device. The device is a tub rail. The incident took place in late 2015 and was not reported to drive until (B)(6) 2017. We are trying to contact the initial reporter and obtain the device. There is a pending lawsuit. End-user's hand was wet/soapy when she used the rail to exit the bath tub. She subsequently slipped and fell. The paramedics were called and they transported her to the ER. The alleged injury sustained was a 6" cut 2.5" deep and required stitches. It is unclear what caused the cut. The initial reporter is elderly and is vague regarding the details.